Event description:
It was reported that this pacemaker exhibited oversensing in its right atrial (ra) channel. Technical services (ts) was consulted and discussed the stored episodes as well as available programming options. This device remains in service. No adverse patient effects were reported.